Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on two occassions with the precision xtra blood glucose monitor. First event reports readings of 27 mg/dl and 261 mg/dl over a two minute timeframe. The second event reports readings of 20mg/dl and 227mg/dl over a two minute time frame. The results, when plotted on a parkes error grid fall in "d" and "e" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with these events.